Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ moisture) issue; short battery life with moisture behind the display. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-may-2018 with the following findings: during the investigation, evidence of moisture corrosion was observed in the battery canister and on the battery cap. A leak test failed due to a battery compartment leak. The pump was unable to power up, and was completely unresponsive due to moisture corrosion. Investigators were unable to adequately investigate the reported ¿short battery life¿ complaint. The pump¿s cover was removed, and no further moisture corrosion was found to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.